Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to misuse, by product being put through excessive, and/or not inspected for wear and disfigurement prior to use.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a procedure that utilized a suture passer on (B)(6) 2015. During the procedure, the passer fractured in the patient's shoulder. The fractured piece was retrieved from the patient's shoulder.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a procedure that utilized a suture passer on (B)(6) 2015. During the procedure, the passer fractured in the patient's shoulder. The fractured piece was retrieved from the patient's shoulder. Another bypass suture passer was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.